Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for parkinson's dual. It was reported the patient is having trouble with the dbs because they "don't think its connected anymore". It was clarified that they don't think the internal system is connected properly. This was first observed 2-4 days ago. The patient indicated they've done this before and had shocking. It was clarified this was when they were checking the ins with their patient programmer. It was recommended they follow up with their healthcare provider (hcp). No further complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient was looking for someone to send a "shock" over the phone to their implant. The patient was having trouble charging the dbs due to lack of understanding. The ins was not working because the patient believes it's not being charged correctly. The patient programmer showed rc only low ins battery. Patient was to charge and see if the ins was functioning as intended. No further complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received: it was reported that the caller stated the last 2 times the ins ran out of electricity the ins shocked them when they rebooted the ins. The caller stated the ins shocked them 2 times and it made the patient scream. There were no further complications reported.